Event description:
Peripheral intravenous infusing at 40cc/hr started at 2400. At 0200 dose of kefzol placed in burette. At 0300 dose of penicillin added to burette. At 0520 rn identified that no fluid had infused (likely since 2400) despite pump continuing to show infusion and no alarm ever initiated. Fluid & antiobiotic schedule adjusted to avoid delay of discharge.